Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy was out of patient's neck. Upon inspection it was found that the flange loop on trach broke allowing trach ties to become disconnected. The patient was then able to pull the trach out causing desaturations and bradycardia due to loss of airway. A new, emergency trach was inserted, and patient recovered. During trach care while the nurse was tying trach ties to secure the trach, a "snap" noise was heard and noticed the trach flange had split and broken; an unplanned trach change was performed.